Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning alarm that occurred during fill 2 of 4 of treatment. Fluid was seen in the cassette module. The back of the cassette was intact. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call if any issues are encountered. Upon follow-up, the patient confirmed the reported event. The patient stated the cycler prompted with m31 air detected in cassette warnings during fill 2 of 4 of treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the cassette and fluid was observed in the pump module area and on the external of the cassette. The cause of the leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient stated they were able to resume treatment using the cycler the following treatment without further issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning alarm that occurred during fill 2 of 4 of treatment. Fluid was seen in the cassette module. The back of the cassette was intact. The patient was advised to disregard using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call if any issues are encountered. Upon follow-up, the patient confirmed the reported event. The patient stated the cycler prompted with m31 air detected in cassette warnings during fill 2 of 4 of treatment. Treatment was cancelled and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the cassette and fluid was observed in the pump module area and on the external of the cassette. The cause of the leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient stated they were able to resume treatment using the cycler the following treatment without further issue. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.